Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during a meniscal repair surgery, three (3) fast fix´s t2 implants could not be deployed, t1 were removed from the patient, however it is unknown how. Surgery resumed after a non-significant surgical delay with a back-up device. No further complications were reported.

Manufacturer narrative:
H3, h6: the reported device was received for evaluation. There was no relationship found between the device and the reported event. A visual evaluation showed all three devices were returned in one original box with the batch number of the complaint on the label. Device one was not returned with the t1/t2/suture. The actuator is in the pre-t1/post-t2 position. Device two was not returned with the t1/t2/suture. The actuator is in the pre-t2 position. Device three was returned with the t1/t2/suture. Both t's were off the needle but the majority of the suture was still inside of the depth straw. The knot has not been tightened. The actuator is in the pre-t1/post-t2 position. A functional evaluation of the devices showed all three devices cycled as intended. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The complaint was not confirmed and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Factors that may have contributed to the reported event include inadvertently bending of the needle/overmold assembly or failure to fully actuate the device during implantation. No containment or corrective actions are recommended at this time.

Event description:
It was reported that during a meniscal repair surgery, three (3) fast fix´s t2 implants could not be deployed, the t1 of the three devices was removed from the patient with tweezers. Surgery resumed after a non-significant surgical delay with a back-up device. No further complications were reported.